Event description:
On (B)(6) 2009 the pt reported that his infusion site fell off after showering on (B)(6) 2009. He stated that he had been using "white medical tape" to keep the site in place. He was sent info on infusion site management and complimentary adhesive dressing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.